Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer indicated that a manual injection was administered after the malfunction alarm occurred. Reportedly, the customer's bg level was 53 mg/dl and was addressed by ingesting carbohydrates. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. At the time of the call, the customer reported that they have not checked if their blood glucose (bg) level had been impacted, and stated that they will check at a later time. It was confirmed that the customer had manual injections as backup therapy.